Event description:
I received implants for cosmetic purposes in (B)(6) 2002. (B)(6) 2011, I started having right breast pain, mammogram was normal. I also began having leg pain and weakness. I was later diagnosed with takayasu¿s arteritis. In (B)(6) 2012, I have a sma and femoral bypass and repair. I have been on remicade for almost 7 years, every 4 weeks. On (B)(6) 2019, I explanted and I am still recovering. My rheumatologist and vascular doc said that this was a good idea.